Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing and unable to monitor glucose levels. As a result, customer was unable to self-treat requiring third-party treatment of "drink of cola" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing and unable to monitor glucose levels. As a result, customer was unable to self-treat requiring third-party treatment of "drink of cola" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. Applicator did not fired and sheath was unlocked as sensor patch was not inside. Sharp stuck was observed inside the sensor plug assembly. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and damage was observed on the transition features and guide ribs. Lid was completely peeled off. Platform slides were up and down completely. Minor damaged to guide ribs do not impact the functioning of the platform. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.